Manufacturer narrative:
On march 11, 2026, abiomed became aware that medical device problem code, a24, was erroneously omitted from the initial report. This report reflects the most up to date coding. Clinical narrative: 62 year-old male patient with cardiomyopathy implanted with impella cp via right femoral artery. On day two, pump was repositioned because the impella cp was shallow, "barely" measuring 2cm, inverted, pigtail hung was able to be repositioned to 4cm and towards the apex at the bedside with hf and echo guidance. On day 3, oozing was noticed at the access site. Oozing resolved with standard measures and best practices. After 6 days of support (off-label use), patient recovered and was successfully explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62 year-old male patient with cardiomyopathy implanted with impella cp via right femoral artery. On day two, pump was repositioned, and on day 3, oozing was noticed at the access site. Oozing resolved with standard measures and best practices. After 6 days of support (off-label use), patient recovered and was successfully explanted. Impella to be conservatively coded to minor bleed and hypotension, with no patient consequence.